Manufacturer narrative:
Philips service planned a firewall replacement and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an intermittent geometry restart error occurred, suspected to be caused by a network conflict on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.